Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated a software anomaly which caused the bvvi. The cause of the software could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, the device was found to be in backup vvi mode. The patient was asymptomatic. A download was successfully performed. A month later, when the asymptomatic patient presented in the hospital for unrelated reasons, the device was again found to be in backup vvi mode due to potential device exposure to MRI. A device download was successfully performed. A week later, the device was interrogated normally, but went into backup vvi mode again while under interrogation. The device was explanted and replaced. There were no complications and the patient had no adverse reactions.